Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported that the customer's mother was contacted. The customer's mother reported that the customer was still wearing the insulin pump and blood glucose was fine. The customer's mother stated after flying back the incident occurred again. The customer encountered high blood glucose, she believes the insulin pump might be under delivering. Advised customer's mother to call back to conduct testing. A day later, the customer's parents called back to do displacement test and passed. The customer's blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was in an airplane, and experienced low blood glucose of 2 mmol/l after the airplane took off. The customer's father felt that the insulin pump over delivered. It was reported that the customer later experienced high blood glucose of 20 mmol/l. The father stated that the customer changed the infusion set properly prior to the incident, and was not connected to the infusion set during the rewind or prime process. No accidental or additional boluses had been delivered, either, according to the father. Troubleshooting was performed, and all of the programming on the insulin pump was accurate. No alarms were noted in the alarm history. The father was unable to conduct the displacement test at the time of the call, and was advised to call back to conduct the test. No device being returned at this time.